Event description:
Blue ridge screw backed out of three level plate approximately three months post-operatively. The pt was revised.

Manufacturer narrative:
A review of all applicable material, inspection, and manufacturing records was conducted. All records revealed that the product was manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of all applicable risk related documents revealed that k2m addresses alleged screw back out concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. The subject product was returned for evaluation and evaluation has been completed. The exact cause of the reported issue cannot be ascertained. There is no definitive evidence on the implants to conclude whether or not all locking clips were properly positioned over the screw head after surgery.

Manufacturer narrative:
Eval still underway. Additional pt history info and x-rays have been requested from the surgeon.